Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the outer coil was fractured at 23.5 cm to 24.1 cm from the connector pin. The damage was a result of clavicular crush damage. This likely contributed to the reported anomalies.

Event description:
It was reported that the right ventricular lead exhibited high thresholds, high impedance, noise and clavicular crush damage. The lead was explanted and replaced.